Event description:
User facility reported the listed pump was used on (B)(6) 2015 for patient surgery. The pump was used to administer bupivacaine (.25%) for a perineural block. The device was programmed to infuse 8ml basal with 4ml dose. The device was allegedly dispensing too much medication when dose button pushed (patient too numb-phrenic nerve involvement). The patient reportedly began having breathing problems and went to the ER on (B)(6) 2015. The patient received oxygen while in the ER and was sent home with oxygen for 2 wks. No permanent injury was reported.

Manufacturer narrative:
Manufacturer completed the entire form. Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.